Manufacturer narrative:
It was reported that the patient specific femoral impactor tip did not fit the surface of the femoral implant. The impactor was held tightly in place as the implant was impacted during cementation to account for this issue. The case was completed successfully and there no other issues with the kit. No delay in surgery occurred as a result of this incident. Investigation traced the problem to an error in the cad manufacturing for the femoral impactor tip on this one particular serial number. Review of the device history record indicates that everything else was manufactured to specification.

Event description:
It was reported that the patient specific femoral impactor tip did not fit the surface of the femoral implant. The impactor was held tightly in place as the implant was impacted during cementation to account for this issue. The case was completed successfully and there no other issues with the kit. No delay in surgery occurred as a result of this incident.